Manufacturer narrative:
The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late and rupture.

Event description:
Patient reported right side "seroma," "baker grade iii capsular contracture," "intracapsular rupture," "prominent folds," "fibrocystic changes," "discharge from the right breast," "calcifications" and "global recall." Device remains implanted.